Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board and power management board. The sensor board and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to transducer (mt2) being out of tolerance. The power management board was evaluated and was found to operate to design specifications.

Event description:
A ventilator was returned to a third party service center for preventive maintenance. There was no harm or injury reported. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and power management board were replaced to address the issues.